Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a firmware upgrade of their pacemaker. The upgrade failed and the device went into backup vvi mode. The device was restored through a firmware download. No further information is available.